Event description:
Defibrillator pad found rolled up on pt. Pad needed to be replaced two times due to this problem. The adhesive was not working. The concern was if the pt had required pacing the pad would not have worked. Pt did not suffer any injury.